Event description:
X-rays were reviewed but no reason for the receipt of the x-rays was provided. Ap and lateral x-rays of the neck were provided but no images of the generator were present. Based on the images provided, the feedthrough wires, connector pin and generator placement can all not be assessed since no images of the chest or generator were provided. The lead was observed in the patient¿s neck and appeared to be routed toward the patient¿s left chest. A strain relief bend was present and appeared to be placed per labeling. A strain relief loop could not be confirmed due to the angle and quality of the images. One tie down appeared to be present and securing the strain relief bend per labeling. On the strain relief bend there is a suspect area of the lead in which it appears that the lead may be fractured. There is a second suspect area in a section of the lead that is routing near the chest. Based on the quality of the images it is difficult to assess if these areas are true breaks in the lead. Based on the images provided and lack of information regarding the reason for receipt of the images no conclusion for the x-rays can be drawn. There are two possible suspect areas of the lead that may be potentially fractured. Note that the presence of micro-fractures could not be ruled out. Follow-up was received from the physician. He states that seizures have worsened, but the patient also has poor compliance with medications (often spits them out or refuses to take them) and behavior is erratic. Lead impedance is stated to be excessive and ifi-yes. The last interrogation in february was ok. It was a very sudden change in a 3 yr old device, so the physician did not expect it to deplete like that. On (B)(6) 2018, the settings were noted to be 2.0/20/250/30/0.8 magnet 2.5/250/30 diagnostics were ok/low/high/impedance >10,000 ohms/ ifi-yes. On (B)(6), the settings were noted to be 2.0/20/250/30/0.8 magnet 2.5/250/60 and diagnostics were ok/ok/impedance 2321 ohms/ ifi-no. No known surgical intervention has occurred to date.

Event description:
The generator was received for product analysis. Product analysis for the generator was completed and approved. The device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications.

Event description:
Additional x-rays were received for review. This was the second set of x-rays received and these images show anterior/posterior images only of the neck and chest. Based on the images provided, the feedthrough wires appeared intact at the connector pins, and the generator was placed in the left chest, as expected. However, the connector pin cannot be assessed for pin insertion based on the angle and quality of the images provided. The lead was observed in the patient¿s neck and appeared to be routed toward the patient¿s left chest. A strain relief bend was present and appeared to be placed per labeling. A strain relief loop could not be confirmed due to the angle and quality of the images. One tie down appeared to be present and securing the strain relief bend per labeling. No obvious fractures or sharp angles were found in the images provided. One section of the lead (which was noted as suspect area 2 in the previous review) shows the lead gathered and bending slightly in the chest area of the patient. However, there appears to be no breaks or sharp angles that would suggest a lead break. Based on the images provided there does not appear to be an obvious break in the lead or cause for the high impedance. Note that the presence of micro-fractures and incomplete pin insertion could not be ruled out. Surgery is likely but has not occurred to date.

Event description:
Information was provided that the patient¿s generator was replaced. The generator stated high impedance in the pre-op area, again in the or after the new generator was replaced. The ent team then proceeded to change out his lead. The explanted devices have not been received to date.